Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: eua(B)(4). The following information was provided by the initial reporter: " it was reported that customer is reporting 1 fp (B)(6) 2020 repeat. Both had pcr two lot numbers ordered early, had some inconsistent results, doing rapid covid backing up with pcr, rapid was positive and pcr was negative, stopped using veritor for covid due to concerns.symptomatic patient tested positive on veritor and negative on pcr. Several times the rapid covid test was positive and pcr was negative so physicians stopped using the veritor covid test. "

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding your complaint that alleges invalid result when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0310425. Bd quality performs a systematic approach to investigate invalid result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A bhr review was performed and no issues were identified. Retention and returned sample analysis could not be performed. A trend for false positive results was identified and bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "it was reported that customer is reporting 1 fp (B)(6) 2020 and (B)(6) 2020 repeat. Both had pcr. Two lot numbers ordered early, had some inconsistent results, doing rapid covid backing up with pcr, rapid was positive and pcr was negative, stopped using veritor for covid due to concerns. Symptomatic patient tested positive on veritor and negative on pcr. Several times the rapid covid test was positive and pcr was negative so physicians stopped using the veritor covid test."